Manufacturer narrative:
The customer's calibration recovery was found to be acceptable. The instrument alarm trace container abnormal aspiration alarms. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) #:(B)(4).

Event description:
The initial reporter received questionable elecsys hcg + beta test system result for two patients with the cobas 8000 - cobas e 602 module serial number (B)(4). Patient 1: the initial result was <1 iu/l. This result was reported outside of the laboratory and questioned by the nurse. On 20-apr-2021, the repeated result was 5197 iu/l. Patient 2: on 30-apr-2021, the initial result was 107 iu/l. This result was reported outside the laboratory and questioned by the doctor as it did not fit the clinical picture. The original sample was discarded before the customer could repeat the analysis. On (B)(6) 2021, the doctor sent another sample to check. This sample result was 20373 iu/l, which fit more in line with the clinical picture.